Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Device is an instrument and is not implanted/explanted. Reporter is synthes sales consultant. A device history record (DHR) review was conducted for part: 314.453, lot: 3281394: manufacturing site: (B)(4), release to warehouse date: 26 november 2009: the device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: visual inspection performed at customer quality (cq) identified the condition of a stripped/worn screwdriver shaft, which agrees with the reported complaint condition of not holding screws correctly. The self-retaining features of the distal stardrive tip show cumulative wear in the form of rounded corners and edges. The wear on the self-retaining features of the distal stardrive tip on the returned device would contribute to the reported condition of not holding screws correctly. Functional test: a functional test to replicate the reported complaint condition of not holding the screws correctly was not able to be performed at cq because the screws involved in the event were not returned. While the reported complaint condition was not able to be replicated, the wear on the returned device would contribute to the reported condition of not holding screws correctly. Therefore this complaint is confirmed. Document/specification review: the returned device was manufactured in november 2009 and is over 9 years old. Design drawings were reviewed during this investigation. The stardrive screwdriver shaft (part# 314.453) is a reusable instrument used in a variety of trauma procedures and can be used during the insertion of screws with t8 recesses. No product design issues or discrepancies were observed. Dimensional inspection: an accurate and meaningful dimensional inspection of relevant stardrive tip features was unable to be performed due to the post manufacturing wear. The shaft diameter just proximal to the damaged tip measured at cq which is within specification per relevant design drawing. Conclusion: a definitive root cause for the returned 9-year-old screwdriver shaft becoming worn could not be determined based on the provided information. Cumulative wear for over 9 years of use is the most likely cause. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date that a stardrive screwdriver shaft t8 55mm would not hold the screws correctly. The issue did not cause any impact on the patient. There was no patient involvement. Concomitant product: unk - screws: trauma (part #: unknown, lot #: unknown, quantity: unknown). This is report 1 of 1 for complaint (B)(4).